Manufacturer narrative:
Results: the returned ace68 had ovalizations at approximately 32.0 cm and 132.0 cm from the hub. The returned device was able to advance through the demonstration neuron max catheter with a minor resistance. Conclusions: evaluation of the returned ace68 revealed ovalizations on the distal end of the catheter shaft. If the ace68 is forcefully advanced against resistance, damage such as this may occur. Further evaluation revealed another ovalization on the proximal portion of the catheter shaft. This damage was likely incidental and may have been a result of forcefully gripping or pinching the catheter during handling or packaging for return to penumbra. The non-penumbra guide catheter was not returned for evaluation. The root cause of the initial resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat an acute cerebral infarction using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician placed a non-penumbra guiding catheter in the target vessel. The physician then advanced a non-penumbra inner catheter into the ace68, then advanced the ace68 and inner catheter through the guiding catheter. After advancing the ace68 out of the guiding catheter, the physician experienced resistance and the ace68 would not advance further; therefore, it was removed. Upon removal, the physician observed that the ace68 was kinked. The procedure was completed using a new ace68, the same inner catheter and guiding catheter. There was no report of an adverse effect to the patient.